Event description:
During an right ventricular outflow tract / ventricular tachycardia (rvot / vt) procedure, a pericardial effusion occurred. The patient went into a bradycardic rhythm during ablation on the anterior aspect of the rvot. An intracardiac echo confirmed an effusion. A pericardiocentesis was performed, however, the patient was taken for an emergency open heart surgery. The patient is currently stable, but still intubated and requiring dialysis.

Manufacturer narrative:
Additional information g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.